Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient developed an infection which required washout. An additional washout was performed with a head and liner change. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: shell porous with multi holes 60 mm catalog#: 00620206020 lot#: 63451922; bone scr 6.5x30 self-tap catalog#: 00625006530 lot#: 63213977; arcos 13x150mm spl tpr dist catalog#: 11-300813 lot#: 188440; delta ceramic fem hd 36/-3mm catalog#: 650-0660 lot#: 2016041913; arcos con sz b hi 60mm ha catalog#: 22-301312 lot#: 547530. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The sterilization certificate confirms that the device was released in a sterile condition. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.